Event description:
It was reported that the customer accidentally delivered an additional bolus they did not need. The customer's blood glucose (bg) level subsequently decreased to 41 mg/dl. Customer drank milk and ate granola to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.